Event description:
It was initially reported that the patient was experiencing a change in seizure pattern. The patient was having more intense and longer tonic and at times tonic-clonic seizures. These were lasting 20 seconds in duration and may occur up to 3 times per day but overall were averaging 1-2 every 3-4 days so there was not an increase. The physician increased the patient's felbatol dose. The patient was reported to have been doing better until high impedance was received on (B)(6) 2010. The patient's diagnostic were within normal limit at the time of this reported change in seizures pattern. The report of the high impedance is reported in MDR # 1644487-2011-02250.

Event description:
Additional information was received regarding the patient. The patient's change in seizure pattern ((B)(6) 2011) was not related to vns and medications were increase to address the change. There were no changes in programming, mediation or external factors that preceded the onset of the change in seizure pattern. Change in seizure pattern began (B)(6) 2010.